Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced "an abnormality in the behavior of the battery". The behavior was identified as power switching and with no reported trauma or damage to the battery. The battery was exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The reported event of abnormal behavior of batteries (B)(4) was confirmed. Review of the manufacturing documentation for batteries (B)(4) confirmed that the associated devices met all requirements for release. Log file analysis revealed that controller (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4). The controller will be analyzed under MFR# 3007042319-2016-04381. Analysis of battery (B)(4) revealed that the battery failed visual examination due to a cut in the battery's cable. However, (B)(4) passed functional testing. This observation is not related to the reported event. Analysis of batteries (B)(4) could not be performed since the devices were not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - expiration date: 10/31/2015 - device manufacture date: 10/01/2014. Battery - (B)(4) - expiration date: 03/31/2016 - device manufacture date: 03/01/2015. Battery - (B)(4) - expiration date: 03/31/2016 - device manufacture date: 03/01/2015. Battery - (B)(4) - expiration date: 04/30/2016 - device manufacture date: 04/01/2015. Battery - (B)(4) - expiration date: 10/31/2016 - device manufacture date: 10/01/2015. (B)(4).